Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The customer complained about several buttons not functioning on the keypad. The stm replaced the keypad assy and the keypad overlay. Unit passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer while attempting to connect the patient to the cs300 intra-aortic balloon pump (iabp), customer realized that some button in the keypad were not functional. The iabp swapped out for a different unit. There was no patient injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported by the customer while attempting to connect the patient to the cs300 intra-aortic balloon pump (iabp), customer realized that some button in the keypad were not functional. The iabp swapped out for a different unit. There was no patient injury or adverse event was reported.